Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that no earlier than (B)(6) 2010, the patient noticed a burning rash on her face and swelling in the area of the implanted asr hip system. Plaintiff underwent a course of treatment to determine the cause of the rash and swelling which included but was not limited to aspiration and analysis of fluid, blood work, mris and x-ray examinations. Plaintiffs physicians have determined the cause of the change in post operative condition to be the asr hip system and have recommended revision surgery. It is further alleged that the patient experienced and experiences elevated levels of heavy metals in her body and metallosis, including substantially elevated levels of cobalt and chromium in her blood stream and system. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates the reason for revision as fracture of the femoral neck following left hip resurfacing arthroplasty. Left hip: doi (B)(6) /2009 - dor (B)(6) 2010 (femoral head only). Update: (B)(6) 2011 - ppd received. Partial implant doi: (B)(6) 2009. Full implant doi: (B)(6) 2010.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Dor provided. Medical records indicate patient was revised due to address pain, swelling, metallosis, a large pseudotumor with cloudy, grey fluid, and a grey colored, thickened synovium. This is the patient's second revision, in which the originally implanted cup and second femoral head were removed. Implants were replaced with stryker products. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.